Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, our technician confirmed that the operation channel (primary) buckled, the suction channel buckled, the nozzle gluing missing, the insertion flexible tube leak, the insertion flexible tube cut, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.